Event description:
The custom anesthesia circuit has been an ongoing issue due to frequent disconnections at the patient end, especially during critical times like mask ventilation and intubation, and when the circuit is handed off to another member of the surgical team. The breaks are dangerous to patients, unwelcome to anesthesia providers and represent infection risk if the disconnected piece falls on the floor and needs to be replaced rapidly.